Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it was disposed of; therefore a return sample evaluation is unable to be performed. A bezoar and a knotted tubing are known complications of an intestinal tube usage. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient in spain had a percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement. On (B)(6) 2017 during exchange of intestinal tube for high pressure alarms, on pig tail a knot and bezoar were discovered.